Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an emergency and that they had a spine implant the thursday before the report, and had to remove some joints and disc vertebrae, and scrape their rib cage, and that their pelvic bone was fractured. Patient noted the surgery was related to degenerative disc syndrome and they fell and broke their back and ruptured some discs. Patient believed during the procedure, the implant that was attached to their left hip bone got dislodged and was now somewhere between their lungs and ribs. Patient stated they felt the implant when they took a deep breath and when they moved. Patient noticed they had to go pee every 2 hours, and was dehydrated to the point where they could hardly bat their eyes. Patient was going to turn their device up because it was 'way, way down' and it would not locate it, and when they pressed the button they felt a tingle on their right side. Patient thought it was a muscle spasm or a knot in the muscle and that it felt like a big knot on their rib. Patient mentioned their doctor said they might have to take out a rib or two to use as replacements, but instead they just scraped their rib cage and pelvic bone and got bone stem cells. Patient wanted to take the device offline and disconnect it because they were afraid they were going to electrocute themselves, because they had all this 'metal, plates, rods, steels, and screws in there and wire mesh.' Patient stated when they went in they were having bladder spasms so they 'took their azo's but now they were not having bladder spasms'. Patient noted the only issue they were having was having to pee every hour and a half to two hours and was going so much they got dehydrated and could not keep up the pace because they were in so much pain. Patient reiterated they were no longer having bladder spasms, that they were just going all the time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.